Manufacturer narrative:
Evaluation conclusion: code was updated for the desktop charger (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n305166, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4)

Event description:
The consumer reported the patient had a neurostimulator in her back that was dead. The battery in the portable unit was dead and it would not turn on. The implantable neurostimulator (ins) was depleted, the patient had not felt stimulation, and the recharger stopped working. It was also noted the desktop charger had a broken and loose connector pin. Relevant medical history included failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the consumer reported the battery was dead for a week and a half and she ordered a new card for the battery charger. If additional information is received, a follow-up report will be sent.